Event description:
Caller reported cgm error 42. Blood glucose level was not adversely impacted. Technical support guided the caller through a pump reset, after which the error did not reappear, allowing the caller to successfully start their sensor session.